Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin, injection, 2 grams for 7 days and fortum injection, 1 gram for 14 days (routes and frequencies were not reported). On an unreported date, the patient was recovered from the peritonitis. At the time of this report, dianeal therapies were ongoing. No additional information is available.